Manufacturer narrative:
This report is submitted march 18, 2019.

Event description:
Per the surgeon, the patient experienced magnet dislodgements during an MRI (tesla strength and date not reported). Surgery to replace the magnet was completed on (B)(6) 2019. The implanted device remains.